Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using the unspecified bd vacutainer® push button blood collection set, the device experienced air bubbles forming in the tubing, preventing the tubes from filling properly. This event occurred an unspecified amount of times. The following information was provided by the initial reporter. The customer stated: air bubbles are forming in tubing of ultratouch wing sets. Customer states the air bubble appears at the end of the tubing closest to where they are changing tubes.

Manufacturer narrative:
H.6. Investigation summary: no customer photos or samples were received in support of this complaint, therefore, 30 retention samples from the bd inventory were subjected to a draw test for air bubbles in the tubing. All the retain samples passed with no evidence of air bubbles in the tubing during use. Therefore, this complaint cannot be confirmed based on the retain sample draw testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As no customer photos or samples were received the scope of this investigation is limited. Bd is unable to confirm the customer¿s reported failure mode of air bubbles based on the retain sample testing analysis. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the unspecified bd vacutainer® push button blood collection set, the device experienced air bubbles forming in the tubing, preventing the tubes from filling properly. This event occurred an unspecified amount of times. The following information was provided by the initial reporter. The customer stated: air bubbles are forming in tubing of ultratouch wing sets. Customer states the air bubble appears at the end of the tubing closest to where they are changing tubes.